Event description:
A trilogy ev300, USA ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA device by the field service engineer (fse), the device failed the failed active exhalation verification. The fse replaced the device's 3-way solenoid valve and proportional valve aecm, then completed a full performance verification test on the device. The device passed and returned to clinical use.